Manufacturer narrative:
G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported feeling slight discomfort after being passed through something like a detector. There were no known environmental, external, and patient factors that may have caused the event. They are experiencing a slight stinging sensation rather than significant pain or discomfort. They do not have the communicator or handset with them while out. It was explained that passing through or using inspection equipment may cause the device's power to toggle on and off. They were advised to check the power status once they return and, if the device is on, to try restarting it (turning it off and then back on). If the issue is not resolved, they were instructed to contact us again. The issue was not resolved at the time of the report. The patient outcome was noted to be with health damage. The patient injury details noted feeling a slight stinging sensation; it feels a bit sharp/stinging.